Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the tulip head had broken away from the screw,as per doctor, it looked like area had fused so left the screw in situ. No patient complications were reported as a result of this event.